Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited intermittent capture at 5v @0.4 ms and high pacing thresholds. It was suspected that the patient was not compliant with post-operative instructions following the initial implant of this rv lead. It was noted that this patient is pacer dependent, and the patient was admitted to the hospital. The next day, this rv was lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited intermittent capture at 5v @0.4 ms and high pacing thresholds. It was suspected that the patient was not compliant with post-operative instructions following the initial implant of this rv lead. It was noted that this patient is pacer dependent, and the patient was admitted to the hospital. The next day, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This rv lead is expected to be returned for analysis.